Manufacturer narrative:
Additional information was provided in h6 (health effect - impact code). Upon review, it was identified that the patient codes had been added to this report. The cause of the bleed was unable to be determined as insufficient clinical details were provided. The cause of the unable to place or position was determined to be patient condition as the patient had difficult anatomy preventing successful delivery of impella.

Event description:
A sixty-three-year-old male presented to the emergency room with a two-day history of chest pain and was taken to the cardiac catheterization laboratory for treatment of st-segment elevation myocardial infarction, where he received one stent to the left anterior descending artery. His past medical history included non-st-segment elevation myocardial infarction, a stroke in 2019, extensive cardiovascular surgical history including a bentall procedure in 2017, transcatheter aortic valve replacement in 2021, and a second bentall procedure in 2024, as well as anxiety, hypothyroidism, chronic kidney disease stage three, congestive heart failure with an ejection fraction of fifteen percent, and coronary artery disease. There was significant difficulty placing the impella cp device, with substantial bleeding at the vascular access site due to multiple placement attempts. Manual pressure was applied to control the bleeding. The field representative relayed information the patient's access site was addressed and resolved with manual pressure. Given the patient¿s overall state of shock and extensive prior surgical history, the clinical team determined that veno-arterial extracorporeal membrane oxygenation was required because the pump could not be positioned appropriately. Bleeding likely due to multiple access attempts. It does not appear the cp was ever implanted.

Manufacturer narrative:
The cause of the bleed was unable to be determined as insufficient clinical details were provided. Unable to place or position: the cause of the unable to place or position was determined to be patient condition as the patient had difficult anatomy preventing successful delivery of impella.